Manufacturer narrative:
Additional information: annex d code. Correction: annex f code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient presented to the hospital due to acute mi. It was reported that during emergency pci involving one nc sprinter coronary balloon catheter, balloon deflation difficulties were encountered after a stent was implanted. It was found that the balloon could not be deflated after dilation. This persisted for approximately 1¿2 minutes. Repeated aspiration and traction of the balloon were performed, and the balloon was gradually deflated. The event resulted in persistent myocardial ischemia for the patient, which was relieved after the balloon was deflated. The patient's vital signs and myocardial ischemia were closely monitored. After the patient's vital signs stabilized, it was replaced with a new balloon and the procedure was continued. The operation was completed successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.